Manufacturer narrative:
Follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device beeps and shows an x. There was no reported patient involvement.